Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/26/2024, it was reported by a distributor via sems-(B)(4) that an ar-8400ex excalibur was producing small metal fragments that were being embedded in tissue. This occurred during a knee scope.

Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow during use and/or excessive side-loading during use.